Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: va0q6kb, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot#: va0q6kb, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot#: va0wp3k, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-45, lot#: va0urcd, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the patient has had a problem with two of their leads for about a month an a half. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.